Event description:
The inspired co2 readings are drifting above zero at times. Troubleshooting at the bedside verifies that the inspired co2 level should be zero. When the system is recalibrated it will work fine for about an hour. No problems with the hardware have been found by clinical engineering. Ge is studying the issue with our staff.======================manufacturer response for end-tidal co2 monitor======================they are collecting information at this point.